Event description:
It was reported a patient underwent a partial knee arthroplasty on (B)(6) 2012. Subsequently, the patient underwent a revision on (B)(6) 2013 due to pcl laxity. All components were removed and replaced with a total knee system.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under contradictions number 8 states, "incomplete or deficient soft tissue surrounding the knee."